Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an cardiac ablation procedure with an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier: indication for use the device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu) states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.